Manufacturer narrative:
On november 1, 2021, mentor received additional information indicating that the correct date of event, date of implantation and that the suspect medical devices were the following: (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 230484 and (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 229629. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the patient also experienced the following symptoms: weight problems, inflammation, insomnia, dry eyes, vision problems, slow healing, easy bruising, food intolerances, body temperature issues. The patient's left breast capsular contracture was actually baker grade 3 and the patient also had a baker grade 2 right breast capsular contracture, breast asymmetry and bilateral breast ptosis grade 3. Lastly, the patient was also diagnosed with hashimoto's. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old white female patient, who's undergone breast prosthesis implantation procedure with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including depression, chronic migraines, fatigue, brain fog, memory loss, muscle pain and weakness, joint pain, different rashes on abdomen, leaky gut, lot of inflammation, vision gotten worse in the last year, low libido, vertigo, ear ringing in left ear, heart issues, shortness of breath, frequent urination, numbness in left hips and tingling in legs, and gall bladder issues. In addition, the patient also suffered left breast capsular contracture (baker grade unknown). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on september 15, 2021. The patient's symptoms improved after the explantation. Patient reported no more headaches, no more short of breath, no inflammation, minimal ear ringing and no vertigo. This medwatch form is for the left breast prosthesis.